Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. Only the gore balloon sheath was returned for an engineering analysis. Exam of the returned device revealed signs of damage to the balloon material but no damage to the catheter shaft. The balloon had an asymmetrical shape. The forms of damage observed at the distal portion of the balloon sheath are consistent with tracking difficulties, tortuous anatomy and/or over inflation of the balloon. The fact that the failure was reported in vivo and not in the bench-top (during preparation), strongly suggests the balloon failure occurred during tracking to the site and/or placement/repositioning of the gbs in the cca. An eval of case images is in progress.

Event description:
It was reported a pt underwent carotid artery stenting. A gore flow reversal system was used for embolic protection. The system was introduced and flow reversal was established. A contrast injection prior to stent deployment noted the gore balloon wire balloon had partially deflated and collateral vessel filling was observed. The physician continued the procedure. During stent deployment, the gore balloon sheath balloon appeared to shift and take on an asymmetrical shape. At this point, it was noted that flow reversal had been lost. A neurological check was performed and the pt showed weakness in his right hand. The physician concluded the procedure. Fifteen minutes later, the pt showed considerable improvement in hand strength; however, he had not returned to baseline. The physician suggested the pt likely had a transient ischemic attack.